Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. (B)(4).

Event description:
A healthcare professional reported an exchange of the intraocular lens model and power due to an incorrect lens power. The patient reported "unhappy with vision".

Manufacturer narrative:
The lens was returned in a sealed peel pouch. Solution is dried on the lens. The optic is cut in half, typical of insertion and removal. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Associated cartridge and handpiece products were not provided. It is unknown if qualified products were used. A viscoelastic was indicated. The root cause was determined to be most likely unrelated to the product. The reporter indicated that the patient was unhappy with vision. The multi focal toric lens was removed and replaced with a trifocal toric lens. This difference in lens model, multifocal to trifocal, difference in toricity, and difference in diopter for the replacement lens choice supports that the replacement lens may have been a better selection to satisfy the patient's vision preference. The manufacturer internal reference number is: (B)(4).